Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery. The vessel was prepared using a 6x100mm balloon and atherectomy. The 6.0x100mm supera self expanding stent system (ses) was advanced to the target lesion and the stent deployed. During removal the tip of the ses separated and became stuck in the sheath. The ses was successfully removed however the patient was sent for surgical removal of the sheath and separated tip, requiring additional hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal inadvertent interaction with the sheath resulted in the reported tip material separation. As reported, the ses was successfully removed however the patient was sent for surgical removal of the sheath and separated tip, requiring additional hospitalization. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.